Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in approximately 2009. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a trochanteric nail fixation on an unknown date in approximately 2009. 7.3mm cannulated screws were implanted to fix femoral fracture. The patient fell at home on (B)(6) 2013. The screws were removed and replaced with a long trochanteric fixation nail (tfn). On (B)(6) 2013, the patient was taken to surgery for a revision. During revision, it was noted that the femoral head fractured around three 7.3 cannulated 16mm screws. The three screws were removed and replaced with long trochanteric fixation nails (tfn). The screws were intact, no breakage noted. No patient harm or extended time in surgery was reported. This is report 1 of 2 for complaint (B)(4).